Event description:
Description of event: it was reported that prior to use when preparing the equipment, the unit's monopolar 2 coag did not respond. When using a non-(B)(6) pencil. There was no visible damage such as scratches was observed, so it was decided to continue use and monitor. It was usable once but became unusable again. There was no patient involved. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).